Manufacturer narrative:
Device alarmed compromised forced sensor system during basic occlusion test due loose/protruded drive support disk.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported via phone call that, the insulin pump had ring on reservoir compartment was damaged. The customer¿s blood glucose level was 243 mg/dl at the time of the incident. Drive support cap was loose. Advise to customer the pump will need to be replaced and revert the back up plan. The insulin pump will be returned for analysis.